Event description:
Information was received from a patient regarding their previous implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. When asked to clarify if the original implant was taken out due to normal battery depletion, the patient wasn't sure and said, "it's complicated." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.